Event description:
It was reported that the user experienced a nighttime low glucose and was concerned the pump continued insulin delivery; records showed the pump paused delivery before the glucose reached 80 mg/dl and resumed when glucose trended upward, and the user treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided through device reports. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.